Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has been revised due to instability and dislocation of the rhk hinge mechanism.

Manufacturer narrative:
Other device used: catalog #00588001402, nexgen rhk femoral component, lot #62749539 device history records were reviewed and no deviations or anomalies were found. Visual inspection of the returned hinge post extension identified that the product was scuffed. Dimensions were found conforming to print specifications where measured. These devices are used for treatment. Primary operative notes do not indicate whether the components were implanted with the correct fit and orientation as per the surgical technique. Revision operative notes indicate that the loose screw was removed and replaced with a new screw. The zimmer nexgen rh knee primary/revision surgical technique warns "tightening of the taper to the level indicated on the torque wrench is critical to securing the locking mechanism because it locks the hinge post extension into position. If the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur" and also warns "do not over- or under-torque. Undertightening of the hinge post extension may allow it to loosen over time. Overtightening is not necessary." It states that it should be flush with the top of the hinge post. Review of returned x-rays dated (B)(6) 2015 show that the hinge post extension has disengaged from the articular surface. It also appears as though the hinge post extension has backed out slightly, as it is visibly sticking out past the anterior portion of the femoral component. It is likely that the hinge post extension loosened and backed out slightly, resulting in the disassociation with the articular surface. Dislocation is also listed as an adverse effect; therefore, this is a known inherent risk of the procedure. Based on information provided, it is unclear why the hinge post extension backed out; therefore a definitive root cause cannot be determined.